Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported maxzero needleless connector had blockage issues during use. The following information was provided by the initial reporter: "connector clotting off during lipid infusion."

Manufacturer narrative:
Investigation summary: none of the samples returned had an occlusion. The customer complaint that the connector clotted during infusion could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported maxzero needleless connector had blockage issues during use. The following information was provided by the initial reporter: "connector clotting off during lipid infusion".